Manufacturer narrative:
(B)(4). Additional information for event date: on an unreported date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the cause of the peritonitis was unknown. Dianeal and extraneal therapies were ongoing and the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotics (medication, dosage, frequency, route, and duration not reported) for the peritonitis event. It was not reported if dianeal and extraneal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested, but is not available at this time.